Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis measured a nominal battery voltage and did not observe high current drain. The device was fully functional throughout the analysis. No new power on reset occurred. No hybrid anomalies were found. Battery analysis revealed that plated lithium material was found on the inner battery case surface, along the top edge of the case liner and adjacent to the cathode tab. The lithium material extended under the head space insulator and contacted the cathode tab located in segment 3 of the coil. Based on this analysis, the premature battery depletion was the result of an internal short from the plated lithium material bridging the battery case (negative polarity) and the cathode tab (positive polarity). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was received indicating that the implantable cardioverter defibrillator (ICD) alerted for recommended replacement time (rrt). The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.